Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using a rotating hemostasis valve (rhv) packaged with the lightning aspiration tubing (lightning), indigo system aspiration catheter 12 (cat12), and an indigo system separator 12 (sep12). During the procedure, the physician completed two to three passes using the sep12 and cat12. Next, the physician removed the sep12 to clear clot out from the cat12. After flushing the cat12 and lightning, the physician attempted to reinsert the sep12 into the rotating hemostasis valve (rhv) of the cat12; however, the sep12 would not advance into the rhv. The hospital technologist then removed and flushed the rhv. Next, the rhv was placed back on the cat12 and the physician attempted to reinsert the sep12 into the rhv with the valve of the rhv in the open position; however, the sep12 would not advance. Subsequently, the rhv was removed again and the valve on the rhv was also removed to see if the gasket was in the way of the lumen. Consequently, the hospital technologist noticed that the rubber gasket within the rhv had shifted position. Therefore, the hospital technologist centered the gasket back into position and placed the valve back on to the rhv. The rhv was then placed back on the cat12 and the physician attempted to reinsert the sep12 into the rhv; however, the sep12 would not advance. Therefore, the rhv was removed. The procedure was completed using a new rhv from a new lightning kit with the same lightning, the same cat12, and the same sep12. There was no report of an adverse effect to the patient.